Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on (B)(6) 2023 and (B)(6) 2023 of 45 and 52 mg/dl. The low bg cause on (B)(6) 2023 was not known, and the suspected cause for the low bg on (B)(6) 2023 was due to the customer¿s personal profile requiring adjustments. The customer consumed carbohydrates to address bg for both low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.